Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 8 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary : customer reported a false positive defect. Bd was not able to perform an investigation to the retention samples since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated with corrections: date received by manufacturer: 2021-08-04

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 8 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " *customer problem: customer experiencing false positives with use of 442021 (bactec lytic/10 anaer/f) and 442020 (bactec peds plus/f)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 8 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer experiencing false positives with use of 442021 (bactec lytic/10 anaer/f) and 442020 (bactec peds plus/f)."